Event description:
It was reported that during a lobectomy procedure, the device would not fire at the third firing. It partially stapled on the distal part of the bronchial tubes. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.